Event description:
Medtronic received information that 9 years 3 months following the implant of this transcatheter bioprosthetic valve, the valve failed. The mechanism of failure was not provided. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Third paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 9 years 3 months following the implant of this transcatheter bioprosthetic valve, the valve failed. The mechanism of failure was not provided. No adverse patient effects were reported. Additional information was received that the patient experienced chest pain and shortness of breath with a new york heart association functional classification of iii. Valve stenosis was identified with a mean gradient of 45 mmhg. Subsequently, percutaneous coronary intervention (pci) was performed on the mid left anterior descending artery, and a second non-medtronic valve was implanted valve-in-valve. No additional adverse patient effects were reported. Additional information was received that the patient had a history of coronary artery disease and a previous coronary artery occlusion. The pci was a planned intervention.

Manufacturer narrative:
Outcome attributed to adverse event updated b3. Date of event updated b5. Second paragraph added h1. Type of reportable event updated h6. Patient and device codes updated additional codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 9 years 3 months following the implant of this transcatheter bioprosthetic valve, the valve failed. The mechanism of failure was not provided. No adverse patient effects were reported. Additional information was received that the patient experienced chest pain and shortness of breath with a new york heart association functional classification of iii. Valve stenosis was identified with a mean gradient of 45 mmhg. Subsequently, percutaneous coronary intervention was performed on the mid left anterior descending artery, and a second non-medtronic valve was implanted valve-in-valve. No additional adverse patient effects were reported.